Event description:
--

Event description:
Boston scientific received information that a conductor fracture and high impedance and threshold measurements were observed on the left ventricular lead during the routine followup. The physician decided to explant the lead through femoral vein. However, they were not able to completely remove the lv lead. Additional information was received confirming that there was a conductor fracture through x-ray, located between the sleeve and the clavicula. The fragments were sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 200 mm from the terminal pin. The lead was severed 119 millimeters (mm) from the terminal pin with a missing tip. Conductor coils were stretched from 600 to 845 mm from the terminal pin and deformed at 22 to 26 and 43 to 51 mm from the terminal pin. There were cuts in the lead 43 to 51 mm and 200 to 213 mm from the terminal pin. Melted insulation due to electro cautery damage was also observed 175, 187 and 267 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.